Event description:
It was reported that there were remains of shavings found inside the pa lumen connector and was unable to connect the three-way stopcock before use. No patient complications were reported.

Manufacturer narrative:
Examination of the device in the product evaluation laboratory indicated that flash was observed in the pulmonary artery connector. (Observation was reportedly before use by customer and there were no patient complications).